Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that she was hospitalized at the time of the call due to a blood glucose level of 400 mg/dl. Blood glucose level was 381 mg/dl at the time of the call. Caller reported that the insulin pump returned a no delivery alarm. No further information was provided.